Event description:
The account alleged that the hi/low dropped down unintentionally. There were no injuries.

Manufacturer narrative:
The account told the technician that the head of the bed fell 4 to 5 inches with the pt on and wouldn't raise but made a clicking noise. The tech found the cable for the CPR release was partially activating the CPR when the head drive was activated. The tech adjusted the CPR cable length by moving the cable casing mounting bracket from the head bracket position toward the foot end of the bed.